Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic legal received information received regarding suffering personal injuries from the attorney of the family. The information received on (B)(6) 2022,  stated the following by medtronic indicated that the customer reported a broken retainer ring on the insulin pump and experienced hypoglycemia. The customer was fallen due to hypoglycemia and had a fractured bone. Low blood glucose was treated by emergency medical services. Troubleshooting was not performed. The customer discontinued the use and the insulin pump will not be returned for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (B)(4) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number. When and if the affected serial number is identified, all related reports will be updated accordingly.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5 and h6.

Event description:
This case is for the january 7, 2021 event. Please see (B)(4) for the february 23, 2019 event, (B)(4) for the april 5, 2019 event, (B)(4) for the june 14, 2019 event, (B)(4) for the october 27, 2020 event, (B)(4) for the october 31, 2020 event, (B)(4) for the january 1, 2021 event, and (B)(4) for the january 9, 2021 event. The customer was using mmt-1780kpk (670g, ng1809125h) and mmt-1780kl (670g, ng2398805h). On december 21, 2022, customer's attorney reported that customer believed that the pump was defective and caused her blood sugars to fluctuate frequently. Customer said clear retainer ring in 670g, sn ng1809125h was broken. She did not learn about the recall until sometime in 2020. On january 7, 2021, customer had a low bg while parked in the parking lot of her chiropractor, altered mental status, and seizure and was found by a bystander who called 911 at about 8:24pm and was treated by the paramedics. The paramedics said her blood glucose was 34mg/dl. Customer had saline and dextrose. Pump was used at the time of the incident. Per customer, pump was in manual mode. Sensor was not used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section h6 as 4607 in health effect - impact code was incorrect. The information provided with the initial report in section h6 as 1870 in health effect - clinical code was incorrect.